Event description:
The patient contacted lifescan alleging that their fast take meter was reading inaccurately erratic. The patient obtained results of 202 and 282 mg/dl on the reported meter within 10 minutes of each other. They tested before feeling tired. The meter results were consistent with the patient's symptom (feeling tired) of hyperglycemia. The patient went to the hospital and was prescribed insulin; results obtained at the hospital were not provided. A control solution test was not performed, as the patient did not have control solution. The patient experienced hyperglycemia; however, there is no indication that the product contributed to the patient experiencing injury. The meter, test strips, and control solution were replaced.